Event description:
It was reported that the pump usb port was damaged and there was "a fault with the connector". Customer's blood glucose was 144 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.